Manufacturer narrative:
The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker had presented to the emergency room reporting that this device was not functioning. Boston technical services reviewed and stated that the device longevity had less than 3 months battery remaining. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had presented to the emergency room reporting that this device was not functioning. Boston technical services reviewed and stated that the device longevity had less than 3 months battery remaining. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had presented to the emergency room reporting that this device was not functioning. Boston technical services reviewed and stated that the device longevity had less than 3 months battery remaining. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.